Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 22043166. Medical device expiration date: 13-apr-2025. Device manufacture date: 07-apr-2022. Medical device lot #: 22053249. Medical device expiration date: 20-may-2025. Device manufacture date: 10-may-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that (B)(4) bd alaris¿ pump module smartsite¿ infusion set each from lots 22043166 and 22053249 drew air into the line at the y-site. The following information was provided by the initial reporter: "many of us have had issues with IV tubing sets lately. They appear to draw in air at the y site and constantly alarm air in line. I went through several last night and left in your mail box some lot # that are good, and the ones that are bad. The lot # 10/22033279 appears to be good. While # 10/22043166 and 10/22053249 appear to be bad. If these lines are actually leaking air that would not be just an anoyance, it would be a safety concern."

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. It was reported by the customer that the IV tubing sets draw air in at the y site and alarm air in the line could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 and lot number 22043166 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14apr2022. A device history record review for model 2420-0500 and lot number 22053249 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lots ( 22043166, 22053249 ) due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that 1 bd alaris¿ pump module smartsite¿ infusion set each from lots 22043166 and 22053249 drew air into the line at the y-site. The following information was provided by the initial reporter: "many of us have had issues with IV tubing sets lately. They appear to draw in air at the y site and constantly alarm air in line. I went through several last night and left in your mail box some lot # that are good, and the ones that are bad. The lot # 10/22033279 appears to be good. While # 10/22043166 and 10/22053249 appear to be bad. If these lines are actually leaking air that would not be just an annoyance, it would be a safety concern."